Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for an ar-1934bft, bio-suturetak® suture anchor with # 2 tigertail®, when the surgeon attempted to remove from anchor body after inserting the anchor, but the screw did not separate (as seen in the picture 1 attached) this was detected during a bankart repair procedure on (B)(6) 2025. The case was completed successfully by using a replacement product, ar-1934bft. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-1934bft, with batch number 15066229, revealed that the anchor was still intact. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to insufficient fixation, misaligned insertion, or prying/leveraging the device during insertion.